Event description:
When the physician deployed the stent, the stent jumped and couldn`t cover the whole lesion. The patient is a (B) (6) male. The target lesion was the superficial femoral artery (sfa). The lesion was described as a type b1, 3.5mm in length, 7mm diameter, mildly calcified and tortuous. The product looked normal when taken from the packaging, and there was no difficulty prepping the device. A contralateral approach was used. A .035 terumo guidewire was used to access the lesion. An 8fr. Vista britetip guidecatheter was inserted. The lesion was not pre-dilated. The smart control stent delivery system (sds) was advanced to the lesion. The physician verified that both the leading and trailing markers were proximal and distal to the lesion prior to deployment. When the physician deployed the stent, the stent jumped and could not cover the whole lesion. It was noted that the physician deployed the stent a little quickly, but did not apply any longitudinal force when deploying. There was some slack on the shaft of the sds. The physician did not attempt to retrieve the stent and another smart stent was used to completely cover the lesion. There was no indication of dissection, and there was no injury to the patient.

Manufacturer narrative:
Terumo (guidewire); avanti; 8fr. Vista britetip guidecatheter. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of a superficial femoral artery lesion in a (B)(6) male, when the stent was deployed the stent jumped and didn't cover the lesion. The lesion was not pre-dilated. The smart control stent delivery system (sds) was advanced to the lesion. The physician verified that both the leading and trailing markers were proximal and distal to the lesion prior to deployment. When the physician deployed the stent, the stent jumped and could not cover the whole lesion. It was noted that the physician deployed the stent a little quickly, but did not apply any longitudinal force when deploying. There was some slack on the shaft of the sds. The physician did not want to retrieve the stent and another smart stent was used to completely cover the lesion. There was no indication of dissection and no injury to the patient. The lesion was described as a type b1, 3.5mm in length, 7mm diameter, mildly calcified and tortuous. The product looked normal when taken from the packaging and there was no difficulty prepping the device. A contralateral approach was used. A .035 terumo gw was used to access the lesion. An 8fr vista britetip gc was inserted. It was reported that the stent remains implanted; however, one non sterile unit of smart control 10x60 8x40 mm was received coiled in a plastic bag. Stent and locking pin were received in the correct location. With investigation into the discrepancy between the report that the stent was implanted and the presence of the stent on the returned device, it was reported that no further information or verification regarding the relationship of the returned device to the device used in this procedure can be obtained. The outer sheath was kinked at 4 cm from ID band. The cause of bent condition found during the analysis could not be conclusively determined; but it could be related to the coiled condition of the unit received for analysis. No other discrepancies were found. The usable length of the stent delivery system (sds) was measured and it was found within specification. The deployment process was performed per procedure with no anomalies found. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Since the returned product was received with the stent in place and no discrepancies were found during the functional analysis, the reported deployment difficulty with inaccurate placement was not confirmed. Although based on the discrepancy between the reported event and the returned device, no conclusion can be made from the analysis; neither the DHR review nor the available procedural information indicates a relationship to the manufacturing process. The IFU cautions "slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site." Based on the report that there was some slack on the shaft of the sds, it appears that procedural factors addressed in the IFU contributed to the reported event. Therefore, no corrective actions will be taken at this time.